Event description:
On (B)(6) 2013, it was reported that a physician could not communicate with this patient¿s device while the patient was in the ICU. The physician tried multiple times to interrogate without success. It was reported that the system looked like it was receiving data. It was stated that the patient was likely going to be made comfortable and would likely pass. The intent was to disable the device. Attempts for additional information have been unsuccessful.